Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the cpc connector was misaligned with the motor of the mdu and the disposable was very difficult to connect.

Event description:
It was reported that during an inservice demonstration during 01/2007, the cpc connector was misaligned with the motor of the motor drive unit. The disposable was very difficult to connect. There was no pt involvement.